Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck and they had repeated problems with the screen not coming on. Customer also reported that for 10 minutes they were unable to get the screen to light up but, auto test revealed insulin pump error and twice battery error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.